Event description:
A report was received that a pt was experiencing pain at the pocket site during his wheel chair's back and forth movement. The pt no longer uses the sys due to non-device related paralysis and uses a wheel chair. The pt is expected to undergo a procedure to explant the entire sys. The device is working properly.

Event description:
A report was received that a patient was experiencing pain at the pocket site during his wheel chair's back and forth movement. The patient no longer uses the system due to non-device related paralysis and uses a wheel chair. The patient is expected to undergo a procedure to explant the entire system. The device is working properly.

Manufacturer narrative:
The patient was explanted and is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.